Event description:
During svc activity it was found that 3 out of 6 screws that fasten the lateral bearing to the lateral cart on the varicam device were missing. The missing screws in question may impact the lateral drive by creating a gap between the rail and the bearing that might lead to ball screw stress which in turn may result in a mechanical failure. No detector fall event and no injury occurred. This complaint was identified in a retrospective complaint analysis of an ongoing investigation as potentially presenting a failure mode impacting the lateral drive.

Manufacturer narrative:
While the failure mode was different in this case, ge healthcare is in process of investigation this lateral failure to determine if it introduces a similar hazard as in MDR report #9613299-2013-00001. A f/u report will be submitted once investigation results are available.